Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was 364 mg/dl. The nurse stated that customer only got 2.25 units out of 4.20 units of insulin. Customer must change the entire infusion set. No further information provided.